Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 13 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿user placed tube via cortrak in the lung and caused pneumothorax. Patient had tube placed via cortrak previously and it was safe but pulled it out so had to be replaced. Hospital completed their own analysis, and they deemed it user error. Patient died but root cause analysis done by hospital could not identify if pneumothorax caused death as there were other complications involved unrelated to cortrak placement.¿ per additional information received on 7jun2024, "I went to replace cortrak pulled out by pt [patient]. Several attempts with tube coiling or curving left. I reviewed previous x-ray and it also curved to left. Pt. Was in no distress, so ordered kidney, ureter, and bladder (kub) to check placement. X-ray showed tube in lung, then later x-ray showed pneumothorax. Chest tube placed and pt transferred to ICU on 6l nasal cannula. Pt had had multiple surgeries and throat was found to be extremely swollen.¿ initial placement occurred at 2200 on (B)(6) 2024. Pneumothorax occurred in right lung and was discovered around 2320. Patient was not intubated and did not have atypical anatomy.

Manufacturer narrative:
H6 health impact: 4650 - appropriate term/code not available: death not related to reported adverse event. All information reasonably known as of 08 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 17jun2024, the patient¿s cause of death was ¿hypercapnia, heart failure.¿

Manufacturer narrative:
The device history record for lot 1811003 was reviewed and the product was produced according to product specifications. All information reasonably known as of 23 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.